Event description:
"Patient first noticed a clicking sound in their knee approximately 6 months ago. Patient's knee gradually became unstable and patient had x-rays taken that showed the top half of the insert locking screw loose in their anterior joint space. At surgery, the set screw was found broken and embedded in the poly of the post. The bottom half of the screw was still in the screw hole in the baseplate. The insert was loose. The screw fragment was removed and a new insert implantd."